Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was unknown at the time of incident. The customer stated that the audio issue was confirmed of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint found on pin 1 of the ambient light sensor.

Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low-level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold/cracked solder joint found on pin 1 of the ambient light sensor. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.